Manufacturer narrative:
(B)(4). Batch #: u5cx6n. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d reload present. The reload was received with the one-piece sled detached and unfired with 7 double drivers and 1 single driver missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what caused the drivers to be out of position. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic rectal resection, the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2021 investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d reload present. The reload was received with the one-piece sled detached and unfired with 7 double drivers and 1 single driver missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what caused the drivers to be out of position. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The reload was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, the gst60g reload was examined and a missing sled, missing drivers, and left side partially detached pan were noted. Also, no damage to the left hook was observed. No conclusions could be made from this additional analysis.